Manufacturer narrative:
D3. Manufacturing plant address, city, zip code, state, country: corrected. H6. Investigation codes: updated. Investigation summary: initial customer report indicates problem with the lcd. During the power up test, it was found continuous alarm 45985 watchdog_alarm_time. The main board had to be changed because when the new lcd was placed it did not match the old main board, it was not compatible. Software was updated; additionality the dso (downstream occlusion) seal was replaced. The performance verification test was performed. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited error code 41622-1003. There was no patient involvement.